Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Patient reports that for the past week, she was being treated with antibiotics for a kidney infection. This infection was suspected to be causing her high blood glucose levels. The patient reports that on the morning of that day, her blood glucose was "very high." She went to the ER where her blood glucose was measured at 950 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.